Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation of software on the cardiosave intra-aortic balloon pump (iabp) the unit was unable to load the software and an alarm error code was displayed. There was no patient involvement reported.

Manufacturer narrative:
Additional information: initial reporter (full name): (B)(6). During the installation by a getinge field service engineer (fse) the software was updated and the unit was unable to load, alarm error code went off. To fix the issue the fse replaced the executive processor. Installed and tested this unit, equipment works to manufactures specs, cleared for clinical use after in-service, gave the unit to the customer. The suspected faulty part was sent to getinge's failure analysis and testing (fat) for evaluation. The national repair center installed the executive processor board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The nrc verified the failure of the cardiosave not loading the software. The board failed testing. Sending the board to the supplier per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Fat received back from the supplier. The supplier stated they tested the board with no issues found. No specific root cause identified. This investigation is now complete. Retained the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10 corrected fields: h6- investigation conclusion.

Event description:
N/a